Event description:
It was reported to covidien that this unit was missing segments on the spo2 side. No pt involvement reported.

Manufacturer narrative:
Verified the display was missing segments. Root cause determined to be the connection between the pcb and the flex cable. Re-seated the flex cable and all the segments showed. (B)(4).